Event description:
Tech had stated that the caster was bent and not letting the foot section to lock in brake correctly, but the head section was working correctly. There was no report of injury.

Manufacturer narrative:
Tech replaced caster to resolve issue.